Event description:
Caller alleged discrepant results (accuracy) between two tests. Results as follows: 1st inr = 6.1, 2nd inr = 5.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 1st inr = 6.1, 2nd inr = 5.5. Inratio meter: mean = 5.8, sd = 0.4, %cv = 7.3. The 7.3% cv is less than 20%. Inratio meter results pass the criteria for precision. No further testing is required at this time. No corrective action is required as no product deficiency was established. As of today, the meter is not expected to return. No further investigation will be required.